Manufacturer narrative:
Method: fluoroscopic images of the procedure was received. Device will not be returned for analysis.

Event description:
Case was going smoothly until the spiderx device was attempted to be removed after stent deployment. A partial retrieval method was attempted and the spiderx basket became caught on one of the stent struts on the way out. The physician was unable to remove the spiderx. The patient became restless on the table and the physician cut the spiderx wire at the groin and left the basket behind, inside the stent. Patient is apparently doing well. No further intervention has been reported.